Manufacturer narrative:
Ocd medical has assessed this event as a serious injury. Incident occurred while user was opening gel card. (B)(4).

Event description:
Customer stated that during the removal of the foil on the mts igg gel card that a "drop" of the fluid splashed into her eye. After the incident occurred, tech flushed her eye with fluid using the eye wash station. There was no irritation, no redness nor any other form of irritation. Tech was in touch with her employee health service and no medical treatment was provided.